Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on syringe needle being single use products. Customer's blood glucose level was 200-220 mg/dl. The issue was resolved by performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.